Event description:
The lead was explanted due to noise and elevated lead impedances. Fluoroscopy did not reveal any externalized conductors.

Manufacturer narrative:
A partial lead, 14.8cm from connector end was returned for analysis. Without the entire lead, a complete evaluation could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.